Manufacturer narrative:
Section a patient information and section e initial reporter cannot be provided due to japanese privacy regulations. Section e: japan medtronic personnel reported the event to manufacturer on behalf of the customer. Section g: there is no 510k associated to this device. The device associated with this event is an authorized product under the emergency use authorization (eua) issued by FDA for the covid-19 pandemic. This device was granted by FDA on april 05, 2020. H3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that after using the pb560 ventilator over night, the patient temporarily disconnected it to use the restroom, however, when the start button was pressed upon return, the unit "did not deliver air". The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed the reported issue. The sp replaced the turbine and the turbine control printed circuit board (pcb). Additionally, the sp replaced the central processing unit (cpu) pcb due to a standby led lighting failure. The ventilator successfully passed all calibrations and tests in accordance with manufacturer specifications at the time of service. One turbine control pcb was received for analysis. The component was visually inspected and functionally tested with no malfunction or product deficiency observed. One turbine was returned to medtronic for analysis. A visual inspection was carried out on the returned component, no anomalies were observed. The turbine was attached to the failure investigation test ventilator for analysis but failed multiple testing as there was no air coming from the turbine. Analysis determined the turbine to be faulty. If a failure of the turbine occurs while in use on a patient, the ventilator response would be a loss of ventilation to the patient. The cause of the unit not delivering air was isolated to a faulty turbine. Additionally, standby led lighting failure issue was isolated to a potential fault in cpu pcb. The events are included in trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after using the pb560 ventilator overnight, the patient temporarily disconnected it to use the restroom, however, when the start button was pressed upon return, the unit "did not deliver air". The patient was removed from the ventilator and placed on an alternate ventilator without injury.